Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10777. It was reported that the patient presented to the emergency department after receiving a vibratory alert for high pacing impedance exhibited by the right ventricular lead. Upon device interrogation it was found that the right atrial also exhibited high pacing impedance. Tachycardia therapy was disabled and the patient was scheduled for lead revision. The ventricular lead was capped and replaced on (B)(6) 2020. There were no surgical interventions made for the atrial lead. The patient is stable before, during and after the procedure.